Event description:
The pt reported blood glucose was 571 mg/dl which did not require medical intervention. There were indications from the pt that occlusions of unk origin, use of incorrect infusion set, and sinus infection contributed to the elevation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the reported event was available due to continued patient use. Daily insulin delivery totals correctly reflected the user's programmed basal rates for the available history range. No activity outside normal use was observed in the black box or download history. The force sensor was found to be detecting force correctly. The pump was exercised for 29 hours with no delivery issues; no occlusions occurred during testing. An occlusion was induced and the pump alarmed appropriately. Unrelated to the complaint, the keypad was found to be peeled off the pump; however all buttons responded appropriately when pressed and no damage was found to the button contacts.